Event description:
It was reported that a distributor discovered a polaris plug driver with a worn tip after it was returned from the field. No patient or clinical information was provided with the return. Upon manufacturer inspection, it was discovered that the tip was deformed.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation damage to the tip. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: there were two non-conformances associated with this lot related to undersize tip length and missing chamfer. The non-conformance for the tip length was released "use-as-is". The non-conformance for the missing chamfer was reworked. The device was likely conforming when it left (B)(6) control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.